Event description:
It was reported from ous that during the stem trial of an equinoxe surgery, the tip of the impactor was broken into 2 pieces when impacted. "The doctor struck balance, not strongly." The doctor confirmed that all broken pieces were accounted for. There was no delay to surgery or reported patient adverse event. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The complaint product was received for analysis. Eng eval completed on 03/05/2019 by (B)(4). Visual - the device was returned in two pieces. The fracture surfaces appear consistent with crack initiation and propagation caused by a stress riser. The circular witness mark seen in the center of the detached piece is approximately 0.191 inches in diameter and appears consistent with encountering the mating impactor instrument. All other aspects of the device appear unremarkable and consistent with use review of other previous complaints - exactech is not aware of receiving any complaint reports involving another part from this manufacturing lot of (B)(4) pieces, which has been in the field since 2018. Exactech complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. Design-related: the design of the humeral liner impactor tip has been in the field since 2007. Exactech is aware of 11 other similar complaint reports involving humeral liner impactor tips since 2014. This issue does not appear to be design related. Mfg-related issues: exactech is not aware of receiving any complaint reports involving another part from this manufacturing lot of (B)(4) pieces, which has been in the field since 2018. Exactech complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing related. Corrective actions are not recommended, the occurrence rate is "very low", and the risk is captured in the rmr. Most likely root cause: the broken impactor tip reported in experience (B)(4) was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation and ultimate fracture of the device. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing or design issues. There was no reported patient adverse event. The surgeon confirmed that all pieces had been accounted for. An investigation was conducted; the broken impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device.